Event description:
Received mail from the home health rn, (B)(6), reporting that pt's cadd ms 3 pump is not working, the pump has been on pt for 24 hours but is reading "0" ml/hr, the pump does say "running". In spite of that I had (B)(6) recheck delivery program settings again with me on phone and they were all correct. Sending a new pump to the pt to replace the defective pump. The defective pump's serial number is (B)(4). The event occurred while in use with the pt but it was verified by the home health rn that there was no injury to the pt. A return box was also sent to the pt to return the malfunctioning device. With me on the phone and they were all correct. Dose or amount: 64.5ng/kg/min, frequency: continuous, route: sq. Dates of use: (B)(6) 2016 to present. Diagnosis or reason for use: pah.